Event description:
During product evaluation, the pump's batteries were found to be damaged. It is unk when this occurred or if there was any pt injury or medical intervention necessary. No additional information is available.